Event description:
The nurse successfully placed the catheter into the left forearm. A tegaderm dressing was applied at the insertion site. The pt began walking around the room and blood was observed at the dressing. The dressing was removed and the catheter was separated from the adapter.

Manufacturer narrative:
Results - received 36 representative units and one used unit for the investigation. Out quality engineer visually and microscopically inspected the returned units and confirmed the catheter/adapter separation on the used unit. The representative units met manufacturing specifications. The device history was reviewed and no irregularities were noted during the lot's manufacture. Conclusions - the engineer concluded that the investigation was able to confirm for separation catheter/adapter. A catheter separation occurs when the catheter is not flared sufficiently to maintain the required fit between the wedge and the catheter. This incident is manufacturing related. CAPA (B)(4) was initiated on 8/22/07 for the catheter separating from the hub. It was determined that the root cause of the separations was extremely low flare lengths that were not caught by the flare vision inspection station. New inspection techniques were developed to eliminate the possibility of accepting flare lengths that were out of spec, including improving the lighting and creating a new vision calibration and set up procedure. This CAPA completed on 2/15/08. It is very rare that the process will produce and accept minimally flared catheter assembles. With the improvements made there would be less than 1 chance in 16,880 that the flare vision system would accept a minimally flared part. If the vision system did falsely accept this part, engineering tests demonstrated that only 5 out of 300 minimally flared assemblies made it through the production line. For this reason, this defect is thought to be an anomaly that likely occurred because of a minimally flared catheter assemble. (B)(4)